Event description:
It was reported that patient had cardiac arrest while in the hospital on the telemetry floor. A magnet was placed on the device and CPR was performed but the patient was unable to be resuscitated. During interrogation there were no vt/vf episodes observed. The device recorded a magnet reversion in the diagnostics; however, no episode was saved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.